Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, broken battery tube threads, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, cracked retainer. Cosmetic damage was confirmed at the back of the pump. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back side. No harm requiring medical intervention was reported. The device will be retuned for analysis.